Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio identified the device's aux power connector was damaged, and the device requires replacement of the power pcb, auxiliary cable assembly, battery pins, and co2 connector. The identified root cause is damage to the aux power connector. The customer declined the option to repair. The device was sent back without repairs and the customer was informed not to use the device.

Event description:
The customer contacted physio-control to report that the power port on the back of their device is broken and the device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the power port on the back of their device is broken and the device would not power on. There was no patient involvement reported with the event.